Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported he had a device that was implanted in his heart to help his blood flow because of a clogged artery which the patient thought was a stent. However, when he called his cardiologists they said they had no record of it. It was noted the patient was calling for MRI guidelines for the spinal cord stimulator (scs) implant. The patient reported he had a device removal in (B)(6) 2015 due to a problem with the implant. He was not able to charge and had a problem with pain in the legs in a big area. It was noted the stimulator was helping the back, but was "agonizing" his back so he was in "more crucial pain than before." So, the patient stopped using the therapy and decreased them one at a time. It was noted the patient had two scs systems implanted and one may have been from another company but he was not sure. The patient also stated he started having pain in his leg from his thigh, hip bone, and down to his knee about eight inches long. It was noted the patient was difficult to follow and understand. Relevant medical history included spinal pain.